Manufacturer narrative:
(B)(4). Additional information requested and received: what color cartridge was used? Was any issue noted with device performance in initial surgery? How was the mesoappendix taken- energy device or stapler? How long post op from initial surgery did patient return to hospital? Was the patient discharged from hospital after initial procedure? What were the symptoms that caused the return to surgery? How was it diagnosed? Was it a hematoma or abscess? What is the current patient status? Patient was a healthy (B)(6) female. Presented with rlq pain. Lap appy was performed with pse45a blue on appendix, grey meso-appendix. Dr. (B)(6) was admitting surgeon. Day 2 pt continued to complain of pain, atypical for standard post op, returned to surgery. Dr. (B)(6) was the dr. On call. It was reported that the staple line was bleeding. Did not identify which one. Multiple interventions were administered. Clips, snow. No evidence of abscess. Pt recovered and sent home post op day 3.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what color cartridge was used? Was any issue noted with device performance in initial surgery? How was the mesoappendix taken- energy device or stapler? How long post op from initial surgery did patient return to hospital? Was the patient discharged from hospital after initial procedure? What were the symptoms that caused the return to surgery? How was it diagnosed? Was it a hematoma or abscess? What is the current patient status?

Event description:
It was reported that following a laparoscopic appendectomy procedure, it was reported by supply chain that the surgeon had a negative patient outcome. The patient was a healthy, (B)(6) years old female. The patient had to be taken back to surgery for hematoma vs. Abscess. Another surgeon was on call and admitted the patient. Used multiple clips and interventions to stop bleeding on the staple line. Additional ligation was required via clips. Readmission, multiple clips, and intervention required to obtain hemostasis. Uncertain if it was the staple line of the appendix or mesoappendix.